Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultramini meter was giving the error messages error 2, error 3, error 4 and error 5. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient obtained the error 2, error 3, error 4 and error 5 error messages on the reported meter; she was unable to obtain a blood glucose reading. Following the use of the meter, the patient took her usual dose of the oral diabetes medication metformin. Two days afterwards, the patient experienced the symptoms of dizziness and blurred vision. In (B)(6) 2010 during a physician's office visit, the hcp increased the patient's dose of the oral diabetes medication glyburide. Troubleshooting revealed the patient's testing technique was correct, the test strips were in good condition and within opened expiration dating, and the test strips correctly drew in the blood sample. The issues were not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter issue, and received treatment with oral diabetes medications. Therefore this complaint is being reported.